Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation, the device showed error message "patient interface fault detected". Hcp docked the pi box and the error message disappeared, but when undocking the message reappeared. Switched from wired connection to wireless connection with no effect. Confirmed system was plugged into it's own outlet (noted as "ceiling solution" power outlet). Confirmed no electrical systems near the nim. Rebooted system with no effect. Rebooted pi box with no effect. Site did not have another pi box. Site brought in another system to continue with the procedure. The procedure was delayed upto 20 minutes. There was no patient impact on this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: nim4cpb1 previous code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.